Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a prime/fill and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a no delivery alarm and during priming the piston mover slower and kept on stopping. The insulin did not exit during manual prime process and they were able to assemble new infusion set and reservoir. Customer also reported that the insulin pump act button was slow to respond during priming process . No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self-test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No excessive no delivery alarms and prime/fill anomaly noted.